Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there was an intermittent signal. It seems sensitive to movement of the wire going into the sensor cable. No obvious damage. Customer used with known good patient cable and monitor. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor failed continuity testing. A broken solder joint was found on the red conductor at the emitter solder joint assembly. The senor was found to be malfunctioning with a hard failure. No intermittent failure was observed. Serial # corrected from (B)(4) to (B)(4). Device manufacturing date corrected from 12/05/2009 to 03/30/2015.